Event description:
It was reported to philips that the image storage was full. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the user had to use a cell phone to record a video of the fluoro picture to complete the procedure. The philips field service engineer (fse) assessed the system on-site and determined that the image disk free space was low, the image disk was full despite the user having erased many images, and the device could only fluoro, not expose. To resolve the issue, fse ran a database consistency test, then repaired the database and recreated the image store. The system was then restored to normal operation. The codes were updated based on the investigation outcome.